Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having draining alarms. A review of the patient¿s treatment records identified that the patient drained 3450 ml during drain 4 of the treatment. This drain volume is 191% the patient's prescribed fill volume of 1800 ml. The patient notified their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow, the patient stated that they spoke with her nurse who suggested to move around when draining and that seems to be helping. The patient felt full during the reported overfill but was able to drain manually with no further issue and the full feeling went away. The patient did not experience any injury, adverse event, or require medical intervention as a result of the reported event. Stated that the patient is continuing with peritoneal dialysis therapy without reoccurrence of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.